Manufacturer narrative:
Product ID: 8709, lot# j11158r24, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a question of a seizure. The patient was less interactive and agitated. The patient experienced a brief shaking episode where their eyes "moved back and forth" and facial contraction. It was a brief episode but the patient became much less verbal and acted as in pain afterward. It resulted in in-patient or prolonged hospitalization. Additional information reported the device was interrogated on (B)(6) 2013 and the results were negative. An x-ray and computed tomography (CT) scan without contrast were performed on (B)(6) 2013 and the results were negative. Intervention was medication adjustment noted as reinstitution of enteral clonazepam on (B)(6) 2013. The etiology was medication benzodiazepine (clonazepam) acute withdrawal. The drug was discontinued drug it was not related to device, therapy or implant procedure. The severity was severe. The outcome was resolved without sequelae on (B)(6) 2013.